Event description:
Tip of probe stopped moving in and out at 9 minutes.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - customer stated handpiece failed afer 9 minutes of use. Microtip received with no cassette or tubing. Found cracked case nose. Failed o/l test. Poor sweep (frequency, phase, bandwidth) due to crystal stress. Defective crystal and case nose damage appear to be caused by aggressive technique utilized by the physician or blunt force (i.e. Dropped). The assignable cause for the microtip failure has been determined to be customer misuse by aggressive technique utilized by the physician or blunt force (i.e. Dropped). The DHR for lot 15013-04 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 15013-04. There were (B)(4) reported unit failures from this lot. Lot 15013-04 has a failure rate of (B)(4).